Manufacturer narrative:
All available information was investigated and the reported gripper line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The investigation was unable to determine a conclusive cause for the gripper line break. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper line break during removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One mitraclip was successfully implanted without issues. To further reduce mr, an additional clip was deployed; however, while removing the gripper line, the physician noticed that the gripper line broke. The clip delivery system (cds) was then removed from the steerable guide catheter (sgc). To remove the gripper line from the anatomy, an 8fr. Catheter was inserted into the sgc. The gripper line was successfully removed, and mr reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.